Event description:
The patient reported that up and down arrow keypad buttons were hard to press a week ago and that she used a pen to get them to respond. The patient also stated that she discontinued using pump due to a crack in the pump. The patient also indicated that she wears the pump under garment and uses a paper towel to clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up and down arrow keypad buttons were intermittently responsive, required more force and multiple button presses before eliciting a response. All of the keypad buttons did not spring back or click back as expected. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.